Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported by the patient that she underwent a gynecological procedure on (B)(6) 2007 and mesh was used. During the procedure, that patient had a sacrocolpopexy with mesh, paravaginal defect repair with mesh, laparoscopic supracervical hysterectomy and rectocele repair. In 2010, the patient went to the emergency room for an onset of sharp pains in her right lower pelvic area, right lower back, vaginal area, and groin area. The patient has experienced vaginal discharge, vaginal burning, bladder pain, right sacroiliac pain, painful intercourse, abdominal pressure and pulling when lifting. The patient had a tear at the opening of her vagina that bleeds and never heals. An MRI was done in 2011 and the patient was diagnosed with a cystocele, right sacroiliac degeneration, right gluteal tendinopathy, and right sacroiliitis.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.